Manufacturer narrative:
These error messages are displayed when: moisture within the internal components via the articulation sleeve material. False positive over temp. Real over temp conditions (safety mitigation). A corrective and preventive action was opened and actively pursued in order to improve the durability of this material. As a result of a recent FDA inspection, we have strengthened our MDR reporting procedure. Consistent with this, we are retrospectively reporting this initial medical device report.

Event description:
The investigation revealed that the z6ms transducer fails during study due to an usacquisitionhw_ error message. When this occurs the customer must dismiss the message, restart the system or in the worst case, exchange the transducer causing a reinsertion of the tee transducer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the manufacturer's contact information (see section g1), provide another report source (see section g3), correct the PMA/510(k) information (see section g5), update the all the evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The customer service engineer (cse) went on-site and reviewed the logs. The cse found several instances of usacquisition_31 (thermal sensor fault) followed by usacquisition_10_0 (probiniterror) error messages. The device referenced in this report was returned to siemens for evaluation. The reported event of system error was able to be reproduced. The leakage test was performed but failed due to articulation sleeve hole which was noted during visual inspection. There appeared to be a particle or a foreign substance on c-flex articulation sleeve material which is not considered to be due to customer misuse. The pin hole could allow liquid to infiltrate the articulation area as this can cause electrical malfunction which leads to system error. A review of the device history record (DHR) showed no information which indicates any non-conformance at the time of manufacturing process.

Event description:
This is a supplemental report which is being re-submitted per FDA's request as the original supplemental MDR (MFR#3009498591-2016-00064) submitted in 2016 did not go through correctly. Additional information was received and it was reported that during a transesophageal echocardiography (tee) study, the transducer displayed a usacquisitionhw_31 error message. The transducer was removed and a different but similar transducer was used to complete the study. The study was not repeated as there was no loss of data. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: during the investigation of the complaint, it was determined that the possible root cause of the system error message was due to the quality of the articulation sleeve material. A hole in the articulation sleeve led to liquid infiltration into the sleeve. Through a CAPA, the z6ms transducer manufacturing process has been revised for articulation sleeve inspection.